Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the doctor found the tube to lack wire which caused the tube to kink and the airway aeration was blocked. Intervention - the tube was changed. The patient's condition is reported as good.

Manufacturer narrative:
(B)(4). The customer returned one 7.0mm spiral-flex et tube for investigation. Visual examination revealed that the tube appeared to have offset coils between the 20 and 22cm marker bands. It was also noticed that the tube was used as biological material was seen on the tube exterior. A small cut in the material was also noticed between the 20 and 22cm markers. Visual inspection of the inside of the tube revealed that the inner wall of the tube was delaminated. A functional kink resistance test was also performed. A ball bearing of 5.25mm was used for the kink test. The ball bearing passed freely through the tube with no resistance met indicating that the product passed the testing. The reported complaint of a kinked et tube during use was confirmed based on the condition of the sample received. The returned et tube was found to have offset coil wire between the 20 and 22cm marker bands and the inside of the tube at the location of offset coils was found to be delaminated. A DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. Therefore, based on the information provided and the condition of the sample received, a potential root cause could not be determined. Other remarks: the returned sample was found to have a separated inner wall which allowed for the inner coils to kink. However, the sample appears to have been used so it is unknown at what point this damage occurred. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the doctor found the tube to lack wire which caused the tube to kink and the airway aeration was blocked. Intervention - the tube was changed. The patient's condition is reported as good.